Event description:
A malfunction was reported on the customer's pump, indicated by a malfunction code "malf 16". There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information and eventually arranged for a replacement pump, as the malfunction recurred after a reset. The customer did not have a backup insulin delivery method and was advised to contact their healthcare provider. Technical support ensured the customer was informed about the pump's storage mode procedures and return process, and the customer acknowledged the instructions.